Event description:
Patient reportedly obtained a blood glucose result of 64mg/dl, on the compact plus system, while exhibiting hypoglycemic symptoms. An unspecified time later, patient sought treatment in the emergency room. Patient's blood glucose was reportedly tested on a hospital device with a blood glucose result of 34mg/dl. At the same time, patient's blood glucose measured 64 mg/dl on the compact plus system. No information about treatment received was provided. At the time of the report, patient no longer had the test strips in use at the time of the event. Replacement product was shipped to patient.